Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of catheter-guide break. Block h11: a naviflex rx delivery system was received for analysis. Visual inspection found that the push catheter was torn and the pull wire was dislodged out of the push catheter and was also kinked. Destructive inspection was performed and it was found that the guide catheter was detached and was not returned. No other problems were noted with the delivery system. Product analysis confirmed the reported event of pull wire dislodged or dislocated; however, the reported event of push catheter break was not confirmed as it was not broken but torn by the pull wire. It is most likely that the device being inserted into the scope, the physician's technique, or the tortuosity of the procedure resulted to the device being unable to deploy the stent. Furthermore, due to the manipulation during the procedure, the force used to deploy the stent from the pull wire cap caused the observed event of the push catheter torn, and also the pressure that the pull wire was adding to the push catheter caused it to be kinked. Lastly, this force used to deploy the stent most likely resulted in the observed event of catheter-guide break. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, there was difficulty in deploying the stent, and the pull wire was ripped through the delivery catheter. Additionally, the push catheter was broken. The procedure was completed using another device. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the guide catheter was detached. Please see block h11 for full investigation details.